Manufacturer narrative:
D4. Primary UDI number has been added (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The investigation was completed on 06-jun-2024. A video was received for evaluation following biosense webster's procedures. According to the video provided by the customer, a waggling icon was observed on the carto 3 screen. The customer complaint was confirmed based on the video received. The device was returned to biosense webster (bwi) for evaluation on 30-may-2024. A visual inspection, and magnetic sensor functionality test of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The magnetic feature was tested and no errors were observed. No spinning icon was detected. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the spinning issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the customer¿s video provided. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102)/ component code: sleeve (g04115) were selected as related to the customer¿s reported ¿icon waggling¿ issue and the biosense webster inc. Analysis finding of the ¿reddish material and a hole in the surface of the pebax¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax, initially reported waggling icon. During the procedure, the icon was waggling on the carto system screen. A second device was used to complete the operation. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 06-jun-2024, reddish material and a hole in the surface of the pebax issue was observed. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 06-jun-2024 and have assessed this returned condition as reportable.